Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. Judging from the following facts found out in the investigation and available information, we surmised that the foreign material might have remained because reprocessing deviated from the procedures written in the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. There is a reprocessing manual for cyf-vh, and it describes the reprocessing procedures. Olympus will continue to monitor the field performance of this device.